Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, p- cap was inserted and properly locked into place. Unit was successfully downloaded using thump. No unexpected alarms, alert, anomalies noted during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic assembly and force sensor. The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, faded serial label. No unexpected alarms, alert, anomalies noted during testing. Cosmetic damage was confirmed at the unspecified area. Unable to confirm low bg anomaly during testing. Missing segments is not confirmed. Keypad unresponsive is not confirmed and responsive during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump alerts low blood glucose when the customer really doesn¿t have one and the pump button was sticky/non-responsive and the pump display was scratched up, hard to read the screen. The pump screen now has a rainbow effect on it. The customer reported no adverse event. The event involved product(s) mmt-7040a and mmt-1884l. The customer reported an issue with the pump display. The customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. The customer reported a keypad anomaly and/or stuck button alarm. The customer is reporting a discrepancy between sensor glucose and blood glucose. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return was required for mmt-7040a. No product return was required for mmt-1884l.